Event description:
Meter name: one touch profile, strip name: life scan, meter code: unknown, strip code: unknown, strip storage: unknown. Symptoms: chest pains. A patient reported they were seen in ER. Their meter allegedly was inaccurately erratic. The result on their meter was 495 (units unknown). Based on facility notes, no information was provided about a blood glucose test at the ER. No comparison was made between the patient's meter and the ER. Treatment was unknown. The facility notes, patient was taken to the emergecy due to chest pains. Patient had been using expired strips (time unknown). Per facility notes, patient alleged inaccurate erratic readings based on normal feelings (invalid comparison). No further information has been reported.